Event description:
It was reported that the pump shut off unexpectedly. There was no impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.